Manufacturer narrative:
G4: 24nov2020. B4: 31mar2021. The touchscreen was returned for investigation. It was confirmed that the ul_lr / ur_ll resistance were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02sep2020.

Event description:
It was reported that during pre-delivery check in the sales office that the ventilator's touch screen did not respond well. Reportedly, the user could not press the standby and menu tabs properly. Calibration was performed, however the issue continued. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue, and found that the touchscreen had a significant lag in reaction time. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.